Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary reconstruction procedure with unspecified saline breast prostheses developed firmness, pain, and tenderness in both of her breasts. Wearing a bra bothers her. She feels that her left breast prosthesis has flipped. The patient was later diagnosed with capsular contracture (baker grade unknown) by a healthcare professional. In addition, the patient reported she has suffered from weight gain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.